Event description:
It was reported that some pins of the oscillating saw attachment serial number (B)(4) were broken. There was no pt harm or delay of surgery reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.